Event description:
Additional information received indicated that right after change out, shocking lead impedance measurement was greater than 200 ohms with triad and was then re-programmed coil to device. Subsequently, defibrillation threshold (dft) test was done at 21 joules (j) and obtained a measurement of 60 ohms. The system remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4).

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited high, out of range shocking lead impedance measurements of greater than 200 ohms. Post change out, impedance measurements were 51 ohms. Trend shows that there were two days of impedance in the 50s, but since then the reading has been >200 every day. Furthermore, all lead configurations were checked and got an out of range measurement in triad. Boston scientific technical services (ts) provided troubleshooting options and the field representative indicated that the patient will be seen for a follow up check. The cause was not determined. At this time, the system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.